Event description:
On (B)(6) 2012 follow-up was received which revealed that the clip assembly failed to release from the delivery catheter. Reportedly, the clip assembly was able to be deployed, but it did not separate from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during an enteroscopy procedure for a bleed within the small intestine performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip device was advanced to the target tissue, and then the clip assembly was locked and deployed; however, the nurse encountered difficulty releasing it from the delivery catheter. Reportedly, the clip assembly "seems still attached". The procedure was completed by another nurse using a second resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during an enteroscopy procedure for a bleed within the small intestine performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip device was advanced to the target tissue, and then the clip assembly was locked and deployed; however, the clip assembly failed to release from the delivery catheter. The procedure was completed with a second resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. Subsequently, the clip assembly could not be deployed and the prongs, which were not locked into the capsule, could not be opened or closed. The condition of the returned incident device was consistent with the complaint that the clip assembly failed to release from the delivery catheter. The evaluation found that the clip assembly was mashed onto the bushing which prevented its separation from the delivery catheter. However, since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.